Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2014 with the following findings: a review of the pump¿s black box history revealed unconfirmed pump reboots. During testing, the battery compartment was observed to be cracked. The pump was opened and no moisture or corrosion was observed inside the pump. The battery cap was not returned with the pump. A test cap was used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.